Manufacturer narrative:
The device history record for the reported lot number 30129239, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The four (4) sample components were not returned intact with the t-bar assembly. The four (4) returned components (suture anchors) were reviewed. All four components did not have the overhand knot in the suture that secures the suture to the base of the suture anchor. The breaking pieces of each suture were not returned with the soft shell. The sutures were detached from the entire t-bar assembly. Root cause could not be determined. All information reasonably known as of 19-jan-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of(B)(6) 2021 has been included in this health authority report. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2021-00173 for the second event. Refer to 9611594-2021-00174 for the third event. It was reported during gastrostomy tube placement all of the four gastropexies "broke off while advancing the dilator." There was no reported injury.